Manufacturer narrative:
(B)(4). Review of the source documents indicates that it was reported as implanted in the tricuspid position. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the available information, it appears that the events are related to the implant procedure. The native valve was damaged by another device and the ring was too big for the patient. There is no indication that the event is due to the design of the device.

Manufacturer narrative:
Product analysis: the product specimen has not been returned. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that immediately following implant of this annuloplasty ring in the mitral position, this ring was replaced with a bioprosthetic valve. The surgeon reported that a native tricuspid leaflet had been perforated by a pacing wire, and the ring appeared oversized for the patient. The ring was explanted and replaced with a bioprosthetic tricuspid valve. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.